Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems, vaginal scarring and overactive bladder. It was reported that the patient underwent complete robotic assisted laparoscopic vaginal cuff repair, cystoscopy and lso on (B)(6) 2014 for tender vaginal apex due to remnants of synthetic or biological graft. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence, pelvic organ prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedure of a total vaginal hysterectomy during mesh implantation. The patient underwent lysis of the sacrospinous ligament stitch on (B)(6) 2011, due to left thigh pain and urinary retention. The patient underwent complete robotic mesh removal on (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.